Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 400 mg/dl and over 400 mg/dl. Customer¿s other blood glucose level was 473 mg/dl at the time of call. The customer was treated with bolus. Customer did not allege insulin pump was under delivering. Customer performed high pressure test and the test was passed. Troubleshooting was performed for high blood glucose level. The pump will not be returned for analysis.